Manufacturer narrative:
H10. D10. Concomitants: (B)(6) 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm (B)(6) 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t (B)(6) 200-02-32 - three peg patella 32mm aa6452 13a2101 - cemex system fast genta 70g; these devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2013, and then experienced revision surgical procedure on (B)(6) 2022 approximately 9 years and 6 months after initial implant. Op report - postoperative diagnosis; articular bearing, aseptic loosening no images were provided. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, tibial loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected: b1, b2, db, d10, e1, g, g2 additional information: b5, g3, h6 clinical codes, component code and investigations codes.

Event description:
It was reported that approximately 115 months after a right total knee replacement procedure, the patient underwent a revision procedure to address pain and loosening. Revision surgery operative notes were provided. Post operative diagnosis noted right knee aseptic loosening and wear of articular bearing. Intraoperatively the surgeon observed extensive reactive synovitis as well as scar tissue. It was noted that the femoral and tibial components were loose. The patella component was evaluated and noted to be integrally stable. Patient's right knee was revised to a competitor's components. No medical or surgical intervention was reported. No further issues or complications were reported. No additional information is available.